Event description:
Pt rec'd syringes that were melted and some syringes had no needles. Dose, frequency and route used: use 4 per day. Therapy dates: (B)(6) 2010 to present. Diagnosis for use: diabetes.